Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider recommended an adjustment to pump basal rate to address elevated blood glucose (370 mg/dl) related to an infection. There was no allegation that the infection was related to pump or supplies. Customer adjusted pump basal rate successfully.